Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging his onetouch verio flex meter was reading inaccurately high compared to another meter. This complaint was classified based on information obtained from the customer care agent (cca) during the initial. The patient stated that the alleged inaccuracy issue began at 6:30pm, on (B)(6) 2021. The patient stated that he obtained blood glucose reading of ¿177 to 180mg/dl¿ on the subject device, compared to ¿45 and 48mg/dl¿ on the other device, performed less than 30 minutes apart. The patient manages his diabetes with a combination of medications ¿oral and insulin¿ (type and dose was not provided) and denied making any change to his usual diabetes management routine in response to the alleged product issue. The patient stated that at 6:30pm, on (B)(6) 2021. He developed symptoms of, ¿about to pass out, incoherent, could not speak and high temperature¿ after the alleged issue began. The patient reported that he self-treated with food and/or drink. At the time of troubleshooting, the cca confirmed that unit of measure was set correctly at the time of testing. The cca also noted that at the time of the call, the reporter was unable/unwilling to answer if the sample was taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute high blood glucose excursion after obtaining the alleged inaccurately low blood glucose reading on the subject device. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.